Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) in the 275-300 mg/dl range with unknown cause. Reportedly, customer experienced nausea due to bg level. System check with tandem technical support confirmed that pump and related supplies were functioning as intended; however, customer filled the cartridge with cold insulin. Reportedly, the customer reverted to manual injections for alternate insulin therapy.